Event description:
It was reported that the right ventricular (rv) lead exhibited increased thresholds and pacing impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed. Analysis indicated the proximal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant medical products: 5076-52 lead implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.